Event description:
The customer spouse called to report that the pump had an off no power alarm. Troubleshooting was performed. During the call the contact stated that the customer was hospitalized for high bgs. The customer's spouse mentioned that patient put the suspend for spouse to take home because the doctor removed the device when the customer was admitted. It was indicated that the customer still remains in the hospital.